Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
**UDI related data quality updates only**.

Event description:
While recovering from an atrial fibrillation ablation procedure, a cardiac perforation was noted. During the procedure, while attempting the transseptal puncture, aortic pressure was recorded. The sheath was not advanced. The needle was retracted and a second pass was successful in gaining access to the left atrium. The procedure was completed successfully and the patient was stable throughout with no negative consequences observed. There were no performance issues with any abbott device during the procedure. The physician reported that later that night the patient experienced a tamponade on the ward. A pericardiocentesis was performed and the patient is now stable and recovering. Based on the location of the tamponade, it is suspected that it occurred during the aortic puncture.